Event description:
It is reported that after sterilization, the blue identification markers are coming off and depositing onto the instruments.

Manufacturer narrative:
This report will be amended when our investigation is complete.